Manufacturer narrative:
Original info was a maude event report. Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
A report indicates that on (B)(6) 2010 an elevate posterior graft was implanted. By (B)(6) 2010, the pt had "persistent vaginal burning and pain." In (B)(6) 2010, a second surgery was done for "explantation of mesh and grommet along the posterior left vaginal wall." The pain resolved, but "diffuse burning, vaginal pain" continued. On (B)(6) 2011 another surgery was done to remove the remaining "mesh, arm and grommet along the posterior right vaginal wall." The operative report stated, "there was evidence of the scar capsule, not a smooth capsule, but a scar capsule dividing the perirectal facia from the mesh and the mesh from the posterior vaginal wall." Pt status post/mesh removal was not reported.